Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic hernia repair procedure the physician accidentally closed the device on mesh early in the procedure. At the end of the procedure a jaw broke off and was retrieved. The case had been completed at that point. There were no patient consequences reported.

Manufacturer narrative:
Batch # k92m81. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.